Event description:
Accessory string detached prematurely from the desara vaginal sling before the sling was even surgically placed. The manufacturer's response was there was a design change that stemmed from this problem with the sling. Caldera will be replacing all of our product from the affected lot.